Event description:
The reporter indicated that she purposefully programmed this marathon dr to return with the cardiac journal diagnostic data for specific reasons. However, during the next visit the rate profile came up during the first inquire rather than the cardiac journal. The reporter claims that this occurred another time but thought she might have made a mistake. However, she is confident it occurred this time and confirmed this with print-outs.